Manufacturer narrative:
This follow-up is being submitted to relay additional information. Corrected: h6 (health effect-impact code; health effect-clinical code). No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-03064, 0001822565-2020-03066, 0001822565-2020-03067. Medical product revision block cutter item# 00598703301, lot# 63292223; bone screw drill item# 00512008500, lot# 63871699; bone screw drill item# 00512008500, lot# unknown. Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that drill bits got stuck in the cut guide during a knee operation. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d9, g3, g6, h1, h2, h3, and h10. Visual examination of the returned product identified one of the drill bits the lot number could not be verified as the area where the lot number is etched on has been worn off. Inspection of the products confirms the drill bits are seized within the guide. The drill bits are slightly bent. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.